Event description:
It was reported that 86 bd sars-cov-2 reagents for bd max¿ systems produced false positive test results while testing. Confirmatory testing was performed. There was no indication that results were reported, and there was no patient impact. Eua#:(B)(4) this is a report about erroneous results. According to the customer's report, there is a high rate of positive results given with n1 even though another instrument gives negative results. Samples tested: 8599 samples. Number of positives given only with n1: 101 samples negative results given with another instrument in above 101: 86 samples (85%).

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref (B)(4)) unknown lot was performed by the review of customer¿s data and verification of complaints history. Customer provided the bd max instrument ct2140 database for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. The complaint text mentioned that 101 samples, out of 8599 samples tested, gave cov-2 positive results for only the n1 target, and that of those, 86 samples (85%) gave a negative result with an alternative diagnostic method. Manual pcr curve adjudication was conducted across the n1 positive samples. Pcr curves analysis revealed late and low, but true amplifications for n1 targets, without anomaly, indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data and information provided, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No reagent issue is suspected. Bd did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 86 bd sars-cov-2 reagents for bd max¿ systems produced false positive test results while testing. Confirmatory testing was performed. There was no indication that results were reported, and there was no patient impact. (B)(4). This is a report about erroneous results. According to the customer's report, there is a high rate of positive results given with n1 even though another instrument gives negative results. Samples tested: 8599 samples number of positives given only with n1: 101 samples negative results given with another instrument in above 101: 86 samples (85%)